Event description:
During a laparoscopic gastric bypass reversal, a lexington staple load fired and locked on the tissue and could not be opened. The rest of the procedure went as planned and no harm was done to the patient. The stapler, staple load with tissue, and trocar was taken by surgeon.